Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently started rinseback before the end of treatment causing the circuit to fill with air. Attempts to remove the air were unsuccessful. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator allowed air to enter the circuit by starting rinseback prior to end of treatment. The user's guide provides adequate instructions for ending treatment and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.